Manufacturer narrative:
Returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported difficult to open or closely associated with a single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional cds0702-xtw device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade unknown. One clip xtw (lot: 11124r114) was implanted successfully. Due to progression of heart failure, the patient returned with recurrent mr grade 3-4. The clip remained stable on the leaflets and there was no leaflet damage. An intervention procedure was performed on (B)(6) 2024. Suboptimal transseptal puncture. A xtw (lot: 31113r2032) was attempted to be implanted. During gripper orientation in the left atrium, the tactile marker gripper was not functioning. Troubleshooting was performed but did not resolve the issue. The clip was removed. Outside the patient the gripper issue continued. A replacement xtw (lot: 31113r2032) was then placed on the valve. Establishment of final arm angle (efaa) had no issues. After release, the clip opened to approximately 20 degrees. The clip remained stable and no additional clip was placed. The procedure ended with unchanged mr grade 3-4.